Event description:
It was reported that a pump module, while infusing an amiodarone drip, was no displaying the drug name on the scrolling marquee. The pump module was changed out but when the pcu was no longer displaying the drug, although all medications were associated and infusing in guardrails mode. There was a patient involvement. It was mentioned that the patient is critical and admitted to intensive care unit at the time of the event. The nurses were able to replace the pump module and it was sent to their biomed. There was no patient harm.

Manufacturer narrative:
Omit: a0902 - display or visual feedback problem (1184), g05005 - led (light emitting diode). Additional information: imdrf annex a , g and b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a pump module, while infusing an amiodarone drip, was no displaying the drug name on the scrolling marquee. The pump module was changed out but when the pcu was no longer displaying the drug, although all medications were associated and infusing in guardrails mode. There was a patient involvement. It was mentioned that the patient is critical and admitted to intensive care unit at the time of the event. The nurses were able to replace the pump module and it was sent to their biomed. There was no patient harm.